Manufacturer narrative:
We have now concluded our investigation into this complaint. No valid lot number was provided, therefore it was not possible to review manufacturing records. The returned pico pump was passed to our experts for analysis. Unfortunately we have been unable to confirm the reported issue as the returned sample was assessed and no functional or visual issues were identified. The pump functioned as expected. Unfortunately, we have been unable to determine a root cause in this instance. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the pico pump had all lights illuminated. It was requested to take off device and replace with new one. Device will be send back for investigation.